Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was revised on (B)(6)2024 due to non-union and a broken screw that was retained in the patient. No other patient outcomes were reported as a result of this event. Additional information indicates the patient is diabetic. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. It is also possible that the patient's diabetes could have contributed to the nonunion. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was revised on (B)(6)2024 due to non-union and a broken screw that was retained in the patient. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
D4: lot number: 300399390. D4: expiration date: 03-07-2028. G3: date received by manufacturer: 06-04-2024. H2: if follow-up, what type: additional information. H4: device manufacturer date: 03-07-2023. H11: it was reported that after an initial bunion surgery, all hardware was revised on (B)(6) 2024 due to nonunion and a broken screw that was retained in the patient. No other patient outcomes were reported as a result of this event. Additional information indicates the patient is diabetic. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. It is also possible that the patient's diabetes could have contributed to the nonunion. The company will supplement the MDR as necessary and appropriate.